Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The customer reported that there was not enough space on the system to store images. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Later, the issue reported once, and the work order has been cancelled by customer due to issue no longer occurring and system is in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the there was not enough space on the system to store images. No harm has been reported to philips.